Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2520 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2550 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. The vitros tropi es precision testing performed by the customer did not return sufficient results to make a full assessment of the instrument performance, and there is evidence to suggest that the well wash subsystem was not performing optimally. In addition to cleaning the microwell incubator and signal reagent channels, the fe replaced the well wash aspirate filters, well wash fittings and tubing and signal reagent dispense tips. Therefore an instrument issue cannot be completely ruled out. Post service precision testing was acceptable confirming instrument performance. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected result from a single patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Sample 1 result of 0.112 ng/ml versus the expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result was reported from the laboratory. No treatment was altered, initiated or stopped based on the reported results. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).